Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the handle of the device overheated during the course of a procedure. There were no adverse consequences. A back-up device was retrieved and there was no surgical delay reported.